Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a known obstruction on the outflow graft and the lvad was having frequent low flow events. The submitted log file was reviewed by technical services and confirmed the low flow events. It appeared there was a reduction of blood volume flowing through the pump.

Manufacturer narrative:
Corrected information. The device was returned for investigation. The evaluation is not yet complete. Manufacturer's investigation conclusion: analysis of the submitted log files confirmed frequent low flow hazard alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. Heartmate ii left ventricular assist system was returned with approximately 1¿ of outflow graft material that was unremarkable. Visual examination of the outflow graft, outlet elbow, sealed inflow conduit, and blood contacting surfaces of (B)(4) revealed no evidence of developed depositions or thrombus formations. A direct correlation between the device and the reported outflow graft obstruction could not be conclusively established through this evaluation. The submitted log files contain data from on (B)(6) 2018 at 21:19:59 through on (B)(6) 2018 at 15:15:16 and from on (B)(6) 2018 at 06:27:34 through on (B)(6) 2018 at 13:43:27. Frequent low flow hazard alarms were captured throughout the duration of the files. Estimated flow ranged from 2.3-2.4 lpm for the low flow events. Overall, power ranged from 3.8-4.4 w, estimated flow ranged from 2.3-3.4 lpm and average pi was between 3.6 and 6.6. No additional atypical alarms were captured. The fixed speed was set to 9000 rpm and the pump speed remained above the low speed limit of 8600 rpm for the duration of the files. The device was returned assembled with the driveline severed approximately 9.5¿ from the pump housing. The distal end of the driveline was not returned. The sealed inflow conduit (inlet elbow, sealed inflow conduit flex section, and inlet tube) was returned attached to the pump¿s inlet port. The sealed outflow graft attachment and a small amount of the outflow graft material were returned attached to the outflow elbow, which was connected to the pump¿s outlet port. Evaluation of the sealed inflow conduit and outlet elbow revealed no evidence of developed depositions or thrombus formations. Upon disassembly of the pump body, visual inspection of the blood-contacting surfaces also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The account communicated that the patient was having frequent low flow alarms and a known obstruction in the outflow graft. It was later reported that the patient was transplanted and it was stated that they had 2 stents placed. The stents were placed 2 months prior to the transplant for a suspected outflow graft obstruction. The patient had low flow alarms, dizziness and shortness of breath before the stents were placed. There was no further treatment besides placing the stents. The patient did great post stent procedure to dilate the outflow graft. The patient had a heart transplant about 2 months later and had vasoplegia post-transplant and expired. The heartmate ii left ventricular assist system instruction for use (IFU) explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. The IFU also outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU specifically states: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was transplanted on (B)(6) 2019. It was reported that the patient¿s transplant was related to outflow graft stenosis with low flow alarms and subsequent stent placement in the outflow graft. The patient was reported as stable prior to transplant.